Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue happened again.